Manufacturer narrative:
On (B)(6) 2017, device evaluation and investigation findings have been completed. Upon receipt to mentor, the device contained no fluid and the device could not be weighed. White-yellow material was observed within the device and no foreign material was observed on the shell surface. During the examination was observed a siltex cracking area on the posterior aspect. Pe identified a rent measuring approximately 0.6 cm. Within to area of siltex cracking on the posterior aspect. No other anomalies were discovered.mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv (high temperature vulcanization) shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) was performed for the finished device number 6998462, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor asr/psr reference number ip-00553693/ 1-120y473. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a mentor siltex round moderate profile 350cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor siltex round moderate profile 350cc on (B)(6) 2017. This report contains supplemental information for mentor asr/psr reference number ip-00553693/ 1-120y473.